Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis of the patient interface found that there was a (failure) blown fuses. The patient interface was received in good cosmetic condition. The spare fuses were missing. The missing fuses had been replaced and the blown fuses had been replaced. The device had been successfully tested according to service repair instruction. Analysis of the mainframe found that the customer's complaint could not be confirmed. The device was received in good cosmetic condition. The current software version was the most recent. The mainframe had been successfully tested according to service repair instruction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the devices were working intermittently. There was no known patient impact reported.